Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) appears to intermittently drop a beat multiple times per day.  It was noted that the episode that showed intermittent dropped beats were likely associated with the device feature that monitors the pacing amplitude threshold and adjusts the left ventricular outputs.  It was also noted that the patient experienced intermittent episodes of t-wave oversensing (twos), which lead to the device pacing below the lower rate.  The device remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.